Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Unit was program with multiple bolus and monitor. All boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unit received with a grinding motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 277 mg/dl. The customer was treated for high blood glucose with manual injections. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.